Event description:
It was reported that the cuff of this artificial urinary sphincter (aus) was removed and replaced due to recurring incontinence. It was noted that the cuff was not the proper size and there was a fluid leak. There were no patient complications reported.